Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our slovenia affiliates, during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach, during the introduction of the commander delivery system with the valve into the esheath+, the sheath detached and separated in two parts completely. All devices, the valve on the delivery system and the introducer sheath, were withdrawn from the patient while the guidewire was maintained in place. A new 16f esheath+ was used, and the procedure was completed with the initial valve on the same delivery system. There were no consequences for the patient, maybe few minutes longer procedure.